Manufacturer narrative:
The product was returned for evaluation. Inspection found that there were one inch tears at the start and end of the drainage port zipper on panel a. The zipper pull tab was broken on the mattress envelope. On panel b, the window zipper slider body was open, and there were one inch tears at the start and end of the drainage port zipper. There was also a broken zipper element on the window. On panel side c, there was a one inch tear in the material on the right leg. On panel side d, both the right and left legs had a one inch tear in the material. (B)(4).

Event description:
The customer reported that there was zipper damage to the canopy. The customer could not provide additional information regarding the type of damage. The damage was discovered when removing the canopy bed from storage, and there was no pt/caregiver incident or injury. Evaluation of the returned product found an open zipper slider body on the panel window.